Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. The information provided suggests that the alleged malfunction may be an assembly issue. It was not possible to determine the definitive root cause.

Event description:
It was reported that the depth stop wheel moved up the bur shaft during a surgical procedure. No adverse consequences were reported.